Event description:
It was reported that a spectrum pump displayed close door alarm. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.